Event description:
It was reported by the customer that the mattress platform raised by itself without any comments being given, while the fully mobile patient was sitting on the side of the mattress platform, around the middle seating section on the foam mattress, with side panels down. The pt fell out of the bed and bumped her head against a bedside cabinet - which resulted in head injury (cut to right side of eyebrow) requiring stitching. The pt involved in the event is fully mobile but it is unclear as to whether she was getting out/in or just sitting at the side of the bed frame when the event occurred. Unfortunately, the event was not witnessed by others.